Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a generator change for eos rf telemetry was not available. Tachy therapy was disabled and during lead tests all egm signals became saturated, multiple inappropriate pacing markers were present, and the device began charging. The device was two months past eos, and may not have received the disable command. The device was explanted and replaced.